Event description:
The following was reported "non-study subject had primary rtka on and was found to have limited rom at about 75 degrees despite physical therapy. Mua was performed getting extension to 125 degrees. Follow up clinic visit post mua with rom at 90-100 degrees extension."

Manufacturer narrative:
Reported event: an event regarding arthrofibrosis involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device remained implanted. -clinician review: a review with a clinical consultant indicated "the operative report details an uncomplicated primary tka. No data was provided to document arthrofibrosis s/p tka nor record of manipulation under anesthesia. Arthrofibrosis s/p primary tka cannot be confirmed with the information provided." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: a review with a clinical consultant indicated "the operative report details an uncomplicated primary tka. No data was provided to document arthrofibrosis s/p tka nor record of manipulation under anesthesia. Arthrofibrosis s/p primary tka cannot be confirmed with the information provided." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.